Event description:
Boston scientific received information that a pacemaker was unable to be interrogated despite troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
Event clarification and resolution was requested several times from the field representative. However, no further details or resolution were provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.